Manufacturer narrative:
As received, a complete lead was returned in two pieces. Visual inspection of the lead found damages consistent with procedure damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The results of the investigation concluded the analysis of the device was normal, no anomalies were found. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, high defibrillation impedance was noted on the right ventricular (rv) lead. X-ray imaging confirmed the right atrial (ra) and rv leads were both still attached to the myocardium, however, portions of the lead bodies had become twisted together in the pocket due to twiddler's syndrome. The rv and ra leads were explanted and replaced to resolve the event. The patient was in stable condition. Related manufacturer report number: 2938836-2020-06439.